Event description:
Emergency medical services were attending to a pt, condition unk. It was reported that during an attempt at monitoring the pt's ECG in the paddles mode, only artifact was observed. ECG electrodes were applied and external pacing was attempted however allegedly the device would not pace. No further info regarding the specifics of the pacing malfunction was provided. There were no adverse effects to the pt reported as a result of the alleged malfunction.